Manufacturer narrative:
(B) (4) problem with injector, unlabeled. (B) (4).

Event description:
The reporter stated the surgeon attempted to use a toric ticm120v4 16.0 diopter with se/2.5. The surgeon could not load the lens for implantation as the injector was faulty.